Event description:
It was reported that the blood glucose meter gives too high results. The patient´s father stated that his daughter had hypoglycemia symptoms (which were not specified) but the meter gave a high result (result unknown). A post-prandial laboratory result with venous blood was compared to a meter result. Both values were obtained within 15 minutes: 108 mg/dl (patient´s meter) and 67 mg/dl (laboratory result).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.